Event description:
A surgeon reports that eight years following intraocular lens (iol) implant surgery, a patient's lens was clouded. The lens was exchanged. Additional information has been requested.

Manufacturer narrative:
The complaint device was received for evaluation and was verified to have signs of handling. Both haptics were bent in toward the optic. The optic had scratches-rejectable. The optical resolution was acceptable; focal length reading is 16.22 equaling a 24.0 diopter. The optic had a clear like appearance, except for the solution and the damaged areas. Product history records could not be reviewed, because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information has been requested.